Event description:
The physician indicated during dilation, the balloon burst at 8-10 atmospheres of pressure while inside the pt and perforated the ureter.

Manufacturer narrative:
One opened package, containing a used balloon catheter and inflation device was received. The catheter and balloon was covered with dried contrast media noting the balloon was split from bond to bond with edges rolled inward. No scratches or other damage was observed on the balloon or catheter along with the inflation, device was noted to function correctly. Unable to determine why the balloon ruptured. Attempts have been made, without success, to obtain add'l info concerning the procedure and what measures were taken to correct the ureter. Will continue to f/u and forward any info received.